Event description:
It was reported thru an implant card that vns patient underwent full revision surgery due to battery depletion and no reason indicated for the lead replacement. The lead impedance of the new vns system was marked as ok on the implant card. Additional information was received that the lead was replaced due to high impedance. It was reported that patient also had an increase in seizure, solved by replacing the full vns system. Review of manufacturing records confirmed all tests passed for the generator and lead prior to distribution. No further relevant information have been received to date.